Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a buretrol administration set had a leak at the y-site during priming of the set with normal saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was returned for evaluation. Visual inspection and a leak test were performed; a leak at the connection between the drip chamber and the tubing was identified. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.